Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results and increased monitoring were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30017931 is not related to any additional complaint infection record reported as of today. It is important to mention that the cycle information of the redundant chart in the sterilization run 30017911 is not compliance with the procedure mp-898. Therefore, the devices associated were re-sterilized through sterilization run number 30017931, even when the controller chart evidenced that the cycle was successfully completed. During the trend review of all infection complaints for the period of august 2014 through july 2016, one point was found out of the upper limit on september 2014, based on the additional analysis performed for the fis involved in the september 2014, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. Given the fact that the cause of the infection cannot be specifically associated to (B)(4) manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection, pain, visibility/palpability, and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported they experienced the events of "when they sleep on either side the implants are really firm on the side," their back hurts¿, ¿capsular contracture baker grade unknown¿, and ¿infection¿. Additionally, the patient reported experiencing "pain". This record is for the left side. The device was explanted.